Event description:
The following info was provided on a device tracking registriation form: explanted. Additional info indicated the device had been snared. No patient complications were reported however as the instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.